Event description:
A valiant stent graft system was implanted for the endovascular treatment of an aortic transection in zone three. The maximum descending thoracic aorta was 21mm in diameter. The proximal aorta was 23-21 mm in diameter and 22 mm in length. The distal aorta was 21 mm in diameter. The right and left common iliac arteries measured 10 mm in diameter. The right and left external iliac arteries measures 8mm in diameter it was reported that 2mm of distal migration was observed on a CT scan. There was no evidence of an endoleak. No intervention was performed. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).